Event description:
Customer reported that images are distorted and the collimator needs calibration. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended.